Event description:
In 2000, the facility's risk mgmt secretary informed the MFR's rep of the following: device clotted. No further details were provided. The device is scheduled to be returned to the MFR for analysis.